Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2019 & (B)(6) 2021 using the cooladvantage coolcore system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the lower abdomen using the cooladvantage applicator and may have developed paradoxical adipose hyperplasia.